Event description:
It was reported that during an unknown procedure the titanium tip broke during the procedure. The broken piece didn't fall into the patient's body. Changed to another one to compete the procedure. No adverse event on the patient. One device will be returning.

Manufacturer narrative:
(B)(4). Additional information: the device was received with the blade broken off and not returned. During functional testing on a generator the device gave an error code 5. The device will stop activating, and either emits a solid tone or display an instrument error code 5 on the generator display when the blade becomes damaged. The location of the break is inside the tube proximal to the tissue pad.

Manufacturer narrative:
(B)(4). Information anticipated, but unavailable at this time. When additional information is received and/or the device analysis has been completed, a supplemental medwatch will be sent.